Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the insulin pump needed a replacement battery cap. Caller stated that the customer recently had a blood glucose level over 500 mg/dl due to the battery cap coming off without their knowledge. The caller reported that the battery cap was held on with rubber bands. Troubleshooting was declined. The insulin pump was not replaced or returned for analysis.